Event description:
According to the reporter, during a syndesmosis repair procedure, while inserting the screw, the threads of the screw stripped. Surgeon backed out the screw. Screw was retrieved but the corkscrew metal of the screw threads remains inside the tibia of the patient. Surgeon selected another screw and completed the procedure with no further problems.

Manufacturer narrative:
Employees caused or contributed to the potential event described in this report. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing visual evaluation noted the thread is deformed and damaged at the tip end of screw. The shaft and head of the screw are in fair condition. Since all the relevant features could not be checked due to damage and no issues were found for features that could be checked and no lot number was provided this complaint is indeterminate from a manufacturing standpoint. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 11/30/2011.

Event description:
This is report 1 of 1 for this complaint (B)(4).